Event description:
It was reported that when the device was used during a staple hemorrhoidectomy, it cut but did not staple. The case was completed with hand sutures with an extension of or time by approximately 90 minutes.